Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #(B)(4). Product not returned for evaluation. Customer declined replacement product. Most likely underlying root cause: mlc-102 - scratched strip issue. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for errors (e-3 and e-5) accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. Medical attention is reported as a result of the actual blood glucose results. Customer says that she had to call paramedics earlier this week (exact day not disclosed) to test blood sugar levels because she was having symptoms (symptom details not disclosed) and was not able to get a result on the meter. Customer says that when paramedics tested her blood sugar levels, results on their meter read 12mg/dl (fasting or non-fasting not disclosed). Customer says that she received medical treatment to raise blood sugar levels at her home and did not go to the hospital. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history, unable to review memory results because customer became frustrated after providing the first result. Replacement product was offered, but customer declined then hung up. Customer is not having any symptoms or not need any medical attention at the time of the call.